Event description:
Pt was not on a ventilator. Pt had an excellent prognosis. Family member was approached by the neonatologist at hospital. Pt recommended family member consent to placement of a PICC line. It was placed in the right atrium. Three days later pt went into cardiac arrest and wouldn't respond to life saving measures. The autopsy concluded pt died of cardiac tamponade, myocardial perforation, and pericardial effusion. There were 25 cc's of tpn fluid that built up (pt was getting 7 cc's per hour). Pt had no other health problems whatsoever. The line had according to med res migrated several times and had to be retracted prior to death.